Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the right ventricular (rv) lead was oversensing, had high impedance, noise was present and a lead integrity alert (lia) was triggered. In addition, a lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the distal lead conductor was fract ured/flexed (in-vivo) at 22.5 centimeters and the distal portion of the lead had extrinsic fractures as there were cuts noted at 11.5 and 13 centimeters. (B)(4).